Manufacturer narrative:
Continuation of d10: product ID: pscic101, product type: catheter interface cable. Product event summary: the pscc100 catheter of lot number 0012536343 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing was performed. Electrical continuity test revealed open loops on the electrode wires #4, #6 and #8. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, broken electrode wires were observed. In conclusion, the catheter failed the return product inspection due to a broken electrode wire observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect and cable pscic101, there were issues with a noisy electrogram and cable connection. The substantial noise on the electrogram was rectified by changing the catheter and cable. The patient was under general anesthesia, and the case was completed without any symptoms or complications related to the event. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.